Event description:
In 2009, boston scientific corp was informed that during a procedure, two resolution clip devices would not unsheathe. The physician completed the procedure with a third resolution clip device without any pt complications. Pt is "fine." Note: this report is for one of the two devices used in same procedure. Please refer to MFR #3005099803-2009-01028 for the other related report.

Manufacturer narrative:
The lot # of the suspect device is unk; therefore, the MFR and exp date can not be determined. The suspect device has been disposed. A device evaluation will not be performed; therefore, the cause of the reported event is undetermined.